Event description:
A customer had sent in their device for repair. Upon inspection, stryker observed that the device would display a white screen. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would display a white screen. After replacing the user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The root cause of the reported issue was determined to be due to a cracked and shorted capacitor, c181, on the user interface pcb assembly.